Event description:
It was reported that the infusion line ruptured. A 2.1 mm jetstream catheter was selected to treat an artery in the left lower extremity during an arteriotomy and angiography procedure. Access was gained through the right femoral artery, and then the left superficial femoral artery (sfa) was crossed. A thruway guidewire and 2.1 mm jetstream catheter were inserted into the patient. For 4 minutes, the 2.1 mm jetstream catheter was activated using the blades down mode, and the 2.1 mm jetstream catheter cut through approximately 10 cm in the vessel. The thruway guidewire was exchanged for a non-boston scientific guidewire. Then, the 2.1 mm jetstream catheter was used for 5 minutes in the blades up mode and atherectomy was performed in approximately 5 cm of the lesion. When the catheter was removed from the patient for the angiography, it was found that the infusion lumen in the middle of the 2.1 mm jetstream catheter ruptured. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter address 1:(B)(6). District reported here as address exceeded character limit for designated field. H11: device evaluated by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination showed multiple buckling to the sheath distal to the burst. The device showed a burst infusion sheath 66.5cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the infusion sheath burst and buckling.

Event description:
It was reported that the infusion line ruptured. A 2.1 mm jetstream catheter was selected to treat an artery in the left lower extremity during an arteriotomy and angiography procedure. Access was gained through the right femoral artery, and then the left superficial femoral artery (sfa) was crossed. A thruway guidewire and 2.1 mm jetstream catheter were inserted into the patient. For 4 minutes, the 2.1 mm jetstream catheter was activated using the blades down mode, and the 2.1 mm jetstream catheter cut through approximately 10 cm in the vessel. The thruway guidewire was exchanged for a non-boston scientific guidewire. Then, the 2.1 mm jetstream catheter was used for 5 minutes in the blades up mode and atherectomy was performed in approximately 5 cm of the lesion. When the catheter was removed from the patient for the angiography, it was found that the infusion lumen in the middle of the 2.1 mm jetstream catheter ruptured. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter address 1: no. (B)(6).